Event description:
It was reported to philips that after an examination, a nurse accidentally hit his head on the system¿s lateral flat detector. The system was not in clinical use at the time. The nurse applied first aid and continued to work. To date, no further information has been received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted if further information is received.

Manufacturer narrative:
It was identified that this is a duplicate report from an already submitted report. The investigation into this issue was addressed in MFR report number 3003768277-2024-00094. Hence, this report will be closed as duplicate.